Event description:
It was reported that during a lapidus arthrodese surgery the staple did fell of from the holder and could not be re-attached. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 24-mar-2023 update dw: further information were provided that the span fell off and then can not get back on it prior to use on the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Visual evaluation noted scratches on the returned staple. The staple delivery device was not returned for investigation. Functional testing showed that the returned staple was able to attach to the matting delivery device. The most likely cause of this event is misuse due to user error.